Event description:
Patient underwent a full revision due to battery depletion and lead disconnection. The explanted devices were received but product analysis is still underway. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the returned generator and lead. For the generator, there were no additional performance, or any other type of adverse conditions found with the pulse generator. For the lead, note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. For the returned led portion, a led fracture was not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Other than the abraded opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.